Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in their pocket and the device never helped them. The patient stated the trial was great, but that they never could get stimulation in the appropriate area. They considered removing the system entirely but decided to replace the lead with the stage 1 lead to see if they could get better results with the stage 1 procedure. It was noted that impedances were checked in the office and were normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that during the trial the patient had felt stimulation in the intended area, the pocket stimulation was for their implant. The rep reported it had not been determined why the patient felt the stimulation in the pocket site. No further complications were reported.